Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented at the clinic in (B)(6) 2018 and reported a deterioration in hearing performance with the device over previous month. He stated sounds were intermittent with an echo. Affected channels were noted and the recipient was remapped and given new external equipment. The recipient was seen again in (B)(6) 2019. In situ testing showed additional channels affected and the electrode lead had extruded through the incision line behind the ear. There was no accident or trauma reported. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. As the electrode has been received incomplete the exact location of the damage could not be found. Furthermore, an extrusion of the active electrode through the skin was observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance was affected. Additionally, the electrode could be visualised extruded through the incision behind the ear. No accident or trauma is reported. Recipient has been reimplanted.